Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) confirmed that deleting exams to gain more memory did resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. The system performed as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the site was importing a patient exam over the network today and only the top portion of the patient exam was imported. They swapped to the other navigation system, imported the exam with no issue, and used that in the case. It was suspected that the system hard drive may be getting full. No patient was present.